Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in retry mode. A technical support specialist executed ka 000011790, resulting in the appearance of a new retry. Then, proceeded with ka 000007223, which caused the previous retry to reappear. Notably, this retry did not vanish after several executions of ka 000011790. Proceeded with ka000007084 and saved the results from ephi to resolve the issue. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the bd pyxis medstation system had a retry mode error. This incident did not result in any delays in dispensing medication to the patient, as the user rebooted the station during troubleshooting and successfully dispensed the medications without any harm to the patient. There were no adverse events or injuries reported based on this event.